Manufacturer narrative:
(B)(4). User facility listed in initial reporter. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: several days after a myomectomy procedure, the patient was diagnosed that the thread on the uterus entangled on the ileocecal and the barbs scratched the intestinal wall that made the intestine swelled, oozed liquid, and inflamed. At last, the patient was treated with resection and anastomosis.